Event description:
Additional information was received 29nov2021. The procedure being performed was a stent replacement with right cystoscopy, rigid ureteroscopy, pyeloscopy, and renal stone lithotripsy and removal. The stone was located during the pyeloscopy and the device was placed through the inner channel of another manufacturer's scope in the straight position. The tip break occurred halfway between the distal tip and the blue outer cladding. The user continued using the fiber after the separation to complete the procedure. There were no adverse effects to the patient and no additional procedures. No portion of the complaint device remained inside the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a3, b5, b7, d4, d10, e3, h4 e1 - name and address- phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a stent replacement with right cystoscopy, rigid ureteroscopy, pyeloscopy, and renal stone lithotripsy and removal., a cook® single-use holmium laser fiber tip became stuck in a stone and broke off. The stone was located during the pyeloscopy and the device was placed through the inner channel of another manufacturer's scope in the straight position. The tip break occurred halfway between the distal tip and the blue outer cladding. The user was lasering the stone when it became stuck in the stone and as they attempted to remove the fiber it broke off halfway between the distal tip and the blue outer cladding in the kidney. The user then used a ngage nitinol stone extractor to remove the fragment from the patient and continued using the fiber after the separation to complete the procedure. There were no adverse effects to the patient and no additional procedures. No portion of the complaint device remained inside the patient. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. Only the connecting segment the device was returned with only about 0.5cm partial laser fiber attached to the metal hub. The portion remaining inside the patient was not available for return. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other related complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings all personnel present in the laser hazard zone must wear all suggested protective devices. Wear laser safety eyewear per the laser manufacturer's specifications. Do not attempt to reprocess. Baskets, wire guides and other ureteroscopic accessories may be damaged by direct contact with the laser treatment beam. Do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. Should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Precautions a number of different factors affect the life of any particular fiber, including: extended lasing at high power continuous lasing with the fiber tip in contact with tissue lasing with a contaminated or damaged proximal end improper handling poor beam alignment or focus never subject fiberoptics to sharp bends in handling, use, or storage. Always keep connector-end dry and free from contaminants. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Ferrule dust cap should stay attached when the fiber not connected to the laser system. Do not use this laser fiber in the presence of flammable anesthetics or combustible materials. Do not exceed recommended power limits. The portion of the fiber that remained inside the patient was disposed of and was therefore unavailable for examination. Based on the available information, a definitive cause of the breakage could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was sent.

Event description:
As reported, during a kidney stone laser procedure, a cook® single-use holmium laser fiber tip became stuck in a stone and broke off. The user was lasering the stone when it became stuck in the stone and as they attempted to remove the fiber it broke off in the kidney. The user then used a ngage nitinol stone extractor to remove the fragment from the patient. Additional information was requested.

Manufacturer narrative:
A follow up report will be submitted should additional relevant information become available.